Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks and line through display were not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
This is report 4 of 4 involved in this peritonitis event. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was not reported. Treatment information was not provided. It was not reported whether dianeal therapy was ongoing at the time of the event. It was not reported whether the event resolved. A causal relationship was not reported for the event of bacterial peritonitis with culture positive for klebsiella pneumoniae and escherichia coli and dianeal pd4 ambuflex therapy. The nurse declined to provide further information.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/13/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.